Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative: "we've had a few mishaps this week with zyno products mid-infusion where the drug has leaked out of the filters and all over the patients; meaning the doses are required to be thrown away as they are no longer usable." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured. The contract manufacturer of the affected device is becton, dickinson and company.